Manufacturer narrative:
Device evaluated by MFR.: visual examination of the returned device identified that the balloon was not folded, indicating the balloon was subjected to positive pressure. A longitudinal tear was observed on the balloon beginning approximately 8mm distal of the proximal markerband, extending approximately 7mm distally across the balloon material. A visual and microscopic examination identified no damage to the tip of the device. A visual and tactile examination of the shaft revealed the shaft was stretched and completely detached approximately 3mm proximal of the proximal balloon bond. This type of damage is consistent with excessive tensile force being applied when attempting to remove the device from the patient. Functional testing revealed the balloon was unable to advance through a 6fr bsc sheath due to the condition of the shaft and the balloon material. No other issues were noted with the device that could potentially have contributed to the complaint incident.

Event description:
It was reported that balloon detachment occurred. The target lesion was located in the popliteal vein. A 8.0 x40, 135cm charger balloon catheter was was selected to dilate the lesion. The balloon was inflated three times, between 8 and 10 atmospheres each time. The physician attempted to withdraw the balloon out of the 6fr short non-bsc sheath but the balloon would not come out. The physician continued to pull on it and the balloon detached from the shaft inside the sheath. The sheath was removed which had the detached balloon stuck in it and everything was removed together. The procedure was completed with this device. No patient complications were reported.

Event description:
It was reported that balloon detachment occurred. The target lesion was located in the popliteal vein. A 8.0 x40, 135cm charger balloon catheter was was selected to dilate the lesion. The balloon was inflated three times, between 8 and 10 atmospheres each time. The physician attempted to withdraw the balloon out of the 6fr short non-bsc sheath but the balloon would not come out. The physician continued to pull on it and the balloon detached from the shaft inside the sheath. The sheath was removed which had the detached balloon stuck in it and everything was removed together. The procedure was completed with this device. No patient complications were reported.